Event description:
The physician attempted to place a biodivysio sv 2.5 x 18mm stent in an unspecified vessel, which was reported to be 2.5mm in size and 90% stenosed. Predilatation was performed. It was reported that when the physician attempted to deploy the stent, the balloon would not inflate and a leak was noted at the proximal end of the delivery system. The stent delivery system was then removed. While examining the stent delivery system, the unit was flushed with contrast and the leak was noted at an unspecified area of the proximal end. It was reported that the physician decided to reinsert the stent delivery system. In order to inflate the balloon to deploy the stent, the "leaking area" was mannually plugged and the stent was successfully deployed. There was no report of an adverse pt event.